Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shock lead impedance measurement of more than 200 ohms. This measurement was consistently high at 200 ohms in daily measurements; though there were also some intermittent normal measurements that varied from 65 - 76 ohms. Shock lead impedance measurement testing was performed and showed high, out of range, shock impedance on coil to coil vector. Boston scientific technical services (ts) discussed possible cause and provided troubleshooting steps and consider performing defibrillation threshold (dft) test again. The field representative will discuss with the physician. Additional information was received that the cause of the out of range measurement was not determined. No revision has been scheduled. Dft was not performed at this time. The shock lead impedance measurement was in range after reprogramming the system. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.